Manufacturer narrative:
Additional information received on 21 july 2016 and includes: the pathogen result will not become available. Batch review performed on 22 july 2016. (B)(4).

Event description:
The patient came in due to signs of infection. The surgeon found that the patient had a hematoma and her deep structures had torn. The surgeon performed an I & d and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.